Event description:
A valid difference between blood glucose monitoring device results and lab reading. Reporter stated glucose device result was 292 mg/dl and lab result was 140 mg/dl while both tests performed at 5:39 am. Reporter indicated controls were run and found to be within range and linearity was good. A request was made for the return of the suspect device and replacment product was sent.